Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 1 was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated that they received the alarm because they disconnected to use the restroom, and was not paying attention when they reconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
During assistance with troubleshooting for a system error (se) 2240, which occurred on the homechoice (hc) during use, during initial drain, the patient revealed that they had disconnected and then reconnected. The patient then went through the setup and continued, the hc then displayed fill 1 when they should be in 2. The baxter technical service representative (tsr) advised that they should start over with new supplies. The hc was operational. During a follow-up with the home patient (hp) regarding the reported problem; they stated that therapy was resumed with the new supplies. The hp stated this was their error, they tried to disconnect for the restroom and then incorrectly reconnected. The hp stated they have not communicated with their registered nurse, but will contact them regarding the problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.